Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance; high battery impedance, leading to eri (elective replacement indicator). Battery voltage - battery depletion indicated/eri; eri due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2010.

Event description:
It was reported that the device had reached elective replacement indicator (eri) following a software update and premature battery depletion was suspected. It was also noted that the patient had been "feeling different". The right ventricular (rv) lead had also stopped capturing. The device was explanted and replaced. The right ventricular lead was replaced. No patient complications have been reported as a result of this event.